Event description:
(B)(4). Initial info for this spontaneous report was received from a physician via a company rep on 3/13/08: a (B)(6) female who was treated with poly-l-lactic acid (sculptra) over a year ago experienced multiple nodules. The nodules vary in size and most are visible. No further medical info was provided.

Manufacturer narrative:
Add'l implant dates: (B)(6) 2005, (B)(6) 2006. Add'l info was provided on 3/17/08 after a phone call by (B)(4) to the physician's office: there are 2 pts, (on this f/u call, it was determined that there is no (B)(6) pt in these reports): this case represents case 2 of 2; (case #1 is (B)(4)). A currently (B)(6) female initiated therapy with poly-l-lactic acid (sculptra) on (B)(6) 2005, at age of (B)(6). The first injection was on (B)(6) 2005, 6 cc diluted with sterile water and lidocaine, given to cheek bone, temple, nasolabial (n/l) fold, marionette line, and chin. On (B)(6) 2005, the pt was seen and was very happy with the results. On (B)(6) 2005, the second injection involved a full vial, nos, diluted with sterile water and lidocaine, and was given in the upper temple, lower eye lid/orbital rim, n/l fold, marionette lines, and chin. On (B)(6) 2005 there were palpable nodules, (no location or size provided). On (B)(6) 2005 small "beads" or nodules were felt, 1 on each side of n/l fold, one on right lateral lower eye lid, to be treated with massage. On (B)(6) 2005, "bumps" were found on lower left eye lid. The eye and n/l fold lines were reported as greatly improved. On (B)(6) 2006, the third treatment consisted of one vial of poly-l-lactic acid to n/l folds, marionette lines, periorbital area, and a small amount to cheek bones; at that time, discussed papules that the pt did not want to treat, as they were not a bother. On (B)(6) 2006, lines reported to look great. On (B)(6) 2006, the last poly-l-lactic acid treatment was given, with one vial 5 cc given; after pt was numbed, treatment was at temple, medial orbital rim, n/l fold; on (B)(6) 2006, pt also received hyaluronic acid injectable gel (restylane) to the lips. On (B)(6) 2007, there were several hard nodules on left lower eye lid. On (B)(6) 2007 there were large firm nodules, palpable, but not visible, on left lower eye lid, which had been growing bigger over the past few weeks. On (B)(6) 2007, the nodules remain, were not treated. On (B)(6) 2008 the nodules were "broken down a little," (looked a little improved). Discussed other fillers and laser treatment, but nothing done. No specifics provided regarding amounts of poly-l-lactic acid injected at each site. (Lot#'s/exp dates not provided). Pt had no allergies. History included bulging, painful discs; on (B)(6) 2005, had contact dermatitis to periocular area, treated with alclometasone dipropionate (aclovate) and pimecrolimus (elidel), and on (B)(6) 2005 was given a new prescription for alclometasone dipropionate, and pimecrolimus was discontinued. Other concomitant medication in 2005 included red clover ("promencil") and ibuprofen. No further medical info was provided. Add'l info was provided via a phone call from the physician on 3/18/08, (it was clarified on 3/19/08 by office staff, that the info applied to the pt in this case): this female pt had four treatments with poly-l-lactic acid (sculptra) to different areas of the face, and experienced ten nodules, size not specified. The physician declined to provide add'l info. No further medical info was provided. Add'l info received from a nurse via healthcare professional questionnaire and sculptra nodule form on 5/13/08: indication provided as "volume filler." The nurse verified some previous info, including treatment dates; areas of poly-l-lactic acid treatment reported as "med. Orbital rims, temples, nasolabial folds, small areas on cheek, chin, marionettes." An add'l area of injection on (B)(6) 2005 was "above eyebrows." Dose on (B)(6) 2006 was 6 cc. In (B)(6) 2006, 5 cc to temples, med. Orbital rim and nasolabial folds. Events reported as: the pt experienced "several hard nodules noted on orbital rim." Onset of event indicated as (B)(6) 2005 (previously reported above as earlier dates in 2005). Location of events: on (B)(6) 2005, pt notices "small beads" on each bilat n/l fold, one on right lower lateral eyelid. In (B)(6) 2005, left lower eye has "couple of bumps", (B)(6) 2007 left lower eyelid: several hard nodules, (B)(6) 2007 "pt reports nodule left lower eyelid has gotten bigger", (B)(6) 2008 right med. Orbital rim 1.5 cm nodule, left med. Orbital rim 1.5 cm nodule. Lot number/exp date unk. No biopsy taken or tests done for the events. Concomitant medication unk. No medical history provided. No allergy reported. Causality: related to product: "nodule formation secondary to sculptra injection." No further medical info reported.